Manufacturer narrative:
This serves as a correction report.date received by mf) was incorrectly documented in the previous initial MDR 30 day report. The correct date(B)(6) 2018

Event description:
Customer reported receiving a higher reading on his adc blood glucose meter than a subsequent reading received on a hospital device. It was further reported that on (B)(6) 2018 at approximately 1:00 am customer woke up to go to the washroom but became ¿dizzy¿ so he performed a test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl). He then rechecked and received a reading of ¿550 mg/dl¿ this reading is outside the assay range of the device. Customer self-presented to a hospital where a reading of 149 mg/dl was received. Customer was treated with an unspecified intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The devices have been returned and an investigation has determined the complaint is not confirmed. Control solution testing was performed and the results were satisfactory. No patient code has been entered because it is unknown what the customer was diagnosed with. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading on his adc blood glucose meter than a subsequent reading received on a hospital device. It was further reported that on (B)(6) 2018 at approximately 1:00 am customer woke up to go to the washroom but became ¿dizzy¿ so he performed a test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl). He then rechecked and received a reading of ¿550 mg/dl¿ this reading is outside the assay range of the device. Customer self-presented to a hospital where a reading of 149 mg/dl was received. Customer was treated with an unspecified intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.